Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to a reservoir displacement. The component was removed and replaced with no patient complications. No additional information was reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 flat reservoir underwent a thorough analysis. The ams 700 flat reservoir was visually inspected, and leak tested. No damage or abnormality was noted, no leaks were identified in the ams 700 flat reservoir. The reported allegation of migration is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to a reservoir displacement. The component was removed and replaced with no patient complications. No additional information was reported.